Event description:
A malfunction was reported with the device displaying malfunction code 16, and there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer used an insulin pen as a backup, and technical support resolved to replace the pump since it was still under warranty.